Event description:
It was reported that the patient experienced recurring incontinence due to wear and tear of an 18 year old artificial urinary sphincter (aus). A replacement surgery was performed in which a leak was found in the cuff. The procedure was successful.